Event description:
The patient stated that she noticed an air bubble in her infusion set tubing that forms near the cannula approximately 1 inch in length. The patient reported that her blood glucose values increased to 250 mg/dl. She reported that her normal blood glucose range is 100 mg/dl. The patient stated that she did not have any symptoms associated with the elevated blood glucose. She administered a bolus to reduce her blood glucose values. The patient reported that there are no leaks in the infusion set tubing and that it has not become disconnected from her body. The patient did not report requiring any medical assistance to address the issue. Product was requested to be returned for evaluation.